Manufacturer narrative:
Evaluation summary: it was determined that the event was caused by a partial disconnection of the signal cable, resulting in a disconnection state during a specific bending operation, resulting in the disappearance of the image. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical miyagi on 04-oct-2021 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 04-oct-2021. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Event description:
No known adverse event. Customer reported a colonoscope was received back from pentax repair and when the customer plugged the scope into their processor the image was distorted and blurry. The scope had been sent in for service because the angulation control wheels were tight, no image problem. It took a month to repair and return the scope, and went back with an image issue. Description of any actions taken: staff turned off lamp, disconnected scope, and reconnected scope. Rebooted the processor. No change to the image issue. This event occurred at the time of before use. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Customer reported that the image disappears when the doctor makes an angulation movement. This event occurred at the time of during use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.